Event description:
It was reported that the patient experienced a shocking/stinging sensation from the left side device that started about six months ago. It was reported that the patient was keeping the settings low, and that "anything over three hurt" and was not helping with pain.

Manufacturer narrative:
(B) (4)